Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) remained high (250 mg/dl) despite the amount of insulin that was delivered. Insulin injections were administered to address bg. Infusion set tubing and site were replaced. System check was performed with tandem technical support; no device issues were identified. However, customer alleged there was a pump deficiency.